Event description:
Rayner intraocular lenses limited were notified of a suspected case of iol surface change in june 2010. The physician has informed rayner that the pt has not felt any visual drop as a result of this event however, has experienced some visual field disturbance. The physician believes that the visual disturbance has occurred as a result of the suspected iol surface change.

Manufacturer narrative:
(B)(4). The physician informed rayner intraocular lenses limited that he would be monitoring the pt regularly but would not be taking any further remedial action in response to the reported iol surface change. Photographs were provided to rayner intraocular lens limited. These photographs were forwarded to a clinician for further review. The feedback provided by the clinician is as follows "the picture shows an iol with particulate matter on the surface. I do not regard this as "opacification" of the iol. I note that the pt is a diabetic and has had a vitrectomy and regard this as highly relevant; this is a "sick eye". On the balance of probability, I believe that the pt's diabetes is one of the causative factors." There is no indication that the reported iol surface change occurred as a result of a device fault. A review of production records for this batch confirms that all mfg and quality checks were satisfactory and that the lenses released from the c-flex 570c batch 048e79844 were all within specification. Complaints since april 2008, the month of manufacture, were reviewed and we can confirm that no other complaints of any type have been rec'd against the c-flex 570c batch 048e79844. The c-flex 570c intraocular lens is available in the united states of america.